Event description:
Complainant alleged that during a routine shift check by a clinician the device intermittently shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported malfunction was not replicated or confirmed. A system interconnection cable and flex cable were replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.